Event description:
During follow up, a home patient (hp) reported that she recently had a leaking drain bag on an unknown date. The hp stated that she tried putting a clamp on it but it still leaked. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a leak found in the drain bag. The reported condition was not confirmed due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.